Event description:
Boston scientific received information that post implant, this right ventricular lead and device displayed noise and oversensing resulting in pacing inhibition greater than two seconds asystole. The noise was reproducible. An internal technical service consultant was contacted and after a review of the provided rhythm strips determined the noise was not consistent with myopotentials or caused by electromagnetic interference and more likely related to a mechanical issue. An x-ray of the device header was recommended to determine whether there was a connection issue. In addition, a memory download was recommended. The patient with this system is pacemaker dependent. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this lead and device remain implanted and in service. When additional information becomes available, this event will be updated.

Manufacturer narrative:
(B)(4).

Event description:
--